Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition for about three seconds during an ablation procedure. Technical services (ts) was consulted, discussed intermittent oversensing was probably occurring. This crt-d remains in service. No additional adverse patient effects were reported.